Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump piston did not stop when it hit the reservoir. The blood glucose reading was not given. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with full segment display; the problem was isolated to the interface board also, unable to performed functional testing due to display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.